Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s age was reported only as early forties. Additional device product codes are mqn and dzl. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jun 13, 2016. Expiration date: jun 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it is reported that during surgery to treat a fifth metatarsal fracture on (B)(6) 2017, when the surgeon tightened the cortex screw, the screw head broke. The surgeon extracted only the broken head, leaving the shaft in the patient¿s bone, and closed the surgical incision because the screw was fixed well enough. No revision surgery (including removal surgery for the retained screw shaft) will be planned. It was further reported that the broken screw shaft could not be removed. The surgery was delayed for one minute due to the reported event. The patient¿s postoperative status was reported as ¿ok¿. This report is 1 of 1 for (B)(4).